Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced a travel-course error during the occlusion. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
No device was returned for analysis of complaint of travel course error during occlusion. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.